Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during non-patient transport, the cardiosave intra-aortic balloon pump (iabp) unit was dropped and needs service. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) investigated equipment abuse. No cosmetic or mechanical damage found. Fse performed a full function and calibration check. Device performing to manufacturers specifications.

Event description:
N/a